Event description:
The customer reported via phone call that their insulin pump alarmed button error. The customer's blood glucose was unknown. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad assembly, button error alarm or unlocked keypad connector was noted. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.